Event description:
Allegedly revised due to stem loosening.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00191. This event occurred in another country.